Event description:
This device was implanted on (B)(6) 2015 and was explanted on (B)(6) 2018 due to advisory or recall. The physician was dr. (B)(6) at (B)(6) medical center at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).